Manufacturer narrative:
Additional information was added: device manufactured between august 06, 2019 to august 7, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified piece on a multirate infusor broke. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.